Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. The patient reported talking with their manufacturer representative (rep) on the day of the report who redirected the patient to call technical services. The patient reported charging too often and their implantable neurostimulator (ins) battery level depletes quicker than prior which began just recently. The patient stated that they used to wait about a week between charges, but recently it does not seem to be holding the charge as long. The patient said it had been in the 3rd quarter last night and this morning when they woke up it was in the first quarter. The patient recently increased parameters including increasing the stimulation from 5 something to 6 something. It was reviewed with the patient how programmed parameters can affect recharge intervals. The patient stated that they normally charge the ins to 100% full but they have been running around busy lately and that may be part of it. The patient now has time to concentrate on charging. The patient was sent adhesive discs to try. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient did not know the dates when they received a full charge. They stated they had to check it everyday because it would keep showing a full charge then would drop quickly. The patient reported that they were not charging too often, it just took a long time to get a full charge. No further complications were reported.